Event description:
It was reported to philips that cannot turn on device. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device cannot turn on, ac power was not detected. Patient involvement information remains unknown. The customer called and spoke with a philips representative. The customer requested just a replacement ac power module with no engineer evaluation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer called and spoke with a philips representative. The customer requested just a replacement ac power module with no engineer evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer requested just a replacement ac power module with no engineer evaluation.